Event description:
A healthcare professional reported blood glucose results of "17 mg/dl" and "87 mg/dl" with a lifescan meter, performed within 3 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Whether the pt had any symptoms at the time is not known. Quality control tests fell within the acceptable range.